Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03194. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced left sided weakness. The index procedure treated the 80% stenosed, 8x30mm target lesion located in the right proximal internal carotid artery. Treatment utilized a bsc filter wire ez and two carotid wallstents. An attempt to place the first wallstent was made but not used in the procedure, per the physician's opinion that the 10x37mm wallstent was too long for the lesion. A second shorter 10x31mm wallstent was used and successfully implanted. Following post dilation, 0% residual stenosis remained. During the procedure the patient experienced left sided weakness. No action was taken to treat the event and the event resolved without residual effects the same day. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the filterwire ez and the 10x31mm carotid wallstent.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).